Event description:
A falsely depressed (negative) hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg result is a short sample. Instrument data indicates that system sample carousel position errors were occurring during the time period. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site to repair the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.